Event description:
This is filed to report recurrent mitral regurgitation. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+ with an enlarged atrium. The physician noticed that the posterior leaflet had a small cleft but no regurgitation was coming from that area. An xtw clip was deployed right over the jet that was lateral to the cleft. Mr was reduced to grade 1. On echocardiogram imaging at the follow up appointment on (B)(6) 2022, the mr had increased to 2. The cause of increased mr is unknown. The physician suggested that it could have been due to the difference between the basal clinical status of the patient and the status under the anesthesia. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported mitral regurgitation (mr) appears to be related to patient condition. Furthermore, the reported patient effect of mr is listed in the IFU as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.